Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown. Customer also stated that insulin pump was shut off on its own also had unexplained no delivery not always but after a set change. Customer stated he was upgrading to a new insulin pump and already went through to troubleshoot and declined to troubleshoot again and will call back if needed. The device will not be returned for analysis.